Event description:
Reporter indicated a vns therapy programming handheld was "locking up, not communicating while in the or." The handheld has been returned to the manufacturer and is pending analysis. Good faith attempts to obtain additional information have been unsuccessful to date.